Event description:
A caller reported a cartridge alarm issue during the pumping process. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Tandem technical support arranged to send a replacement pump with updated software while advising the customer to continue using their current pump or multiple daily injections to ensure insulin delivery. The customer was informed about the return procedure for the problematic pump and acknowledged the instructions provided.